Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for non-sustained rv oversensing. No noise was present on the egm. A mismatch between sensing in the v-sense amp and the discriminator channels triggered the alert. The device was reprogrammed and follow-up will continue. No patient symptoms were reported.